Event description:
It was reported that on (B)(6) 2022, the frn, the jig or the aiming arm on the device on the handle twist the nail. Eventually get a set of screws. It is unknown where the issue was discovered. There was no patient involvement. This complaint involves one (1) device unk - nails: frn. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: 510k: this report is for an unk - nails: frn/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.